Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37743, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient had been having problems with his device. The patient fell and was taken to the emergency room within the month of the report. The patient had a transient ischemic attack and a massive withdrawal from not having medication on time. The patient was in the hospital for 3 days. The patient had fallen twice prior to being admitted. The patient could see the outline of the battery and the patient was very weak. On the day of the report, the patient felt a really badzap. He just curled up in bed like he had stuck his finger in a light socket. The patient was numb on the right side arm and leg. The patient went to get up to go to the bathroom, and fell back down when he got up. The machine went blank. The patient's fingers kind of bent and the screen went blank. The patient spoke with a manufacturer representative who advised him to try and do a little bit of adjustment. There were symptoms at the implantable neurostimulator site. The patient was being brought to the hospital at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.